Manufacturer narrative:
This is 2 of 2 supplemental report. Product was received on8/11/2025. Updated information: d9. Investigation summary: one (1) photo where a lot of spiros are inside a plastic bag was shared by customer. However, no damage or anomalies are observed. One (1) used partial list# ch-2005sp, 5 units of spiros® closed male luer, red cap connected to one used, auto fuser were returned for evaluation. As received, no physical damage or anomalies were noted. The spiros was individually prime, and no occlusions or flow restriction was confirmed. Complaint of no flow / can't prime cannot be confirmed or replicated. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 1951. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a 5 units of spiros® closed male luer, red cap that experienced no flow. This is 1 of 2 reports. The customer stated the following: " in recent months, we have been observing an increase in cases of absence of diffusion or very low diffusion from the 5 fu 100ml 2 ml/h diffusers associated with a spiros. This is already the 4th case since the beginning of (B)(6) until today." The device expiration date is november 2028. The status of the product at the time of event is unknown. The product is available for evaluation. There was unknown patient involvement, unknown adverse human harm. The customer requested an evaluation letter. The customer stated that there are 2 occurrences. The event dates are june 2, 2025, and june 16, 2025. The medication involved in this incident is 5 fluorouracile (5fu). The patient's initials are ger j, age 74, 75 kg. The patient was under chemotherapy; there was no significant change in his condition. There was a delay in treatment of 48 to 72 hours due to lack of diffusion, 5fu diffuser was remade so that treatment can be administered. Sample picture is attached. There was patient involvement, but no patient harm.